Manufacturer narrative:
Manufacturer investigation conclusion: incidental findings: fluid residue of motor drive circuitry on main printed circuit board. The black and the white bend reliefs (connector side) were noted to be broken. Early stages of conductor breakdown noted in the power cables. The report of driveline fault alarms was confirmed through the analysis of a data log file retrieved from the returned system controller (serial number (B)(6), backup battery serial number (B)(6) ) and was reproduced during testing. The retrieved log file contained approximately 4+ days of data (dated (B)(6) 2020, according to the time stamp). Starting at approximately 18:47 on (B)(6) 2020 the log file captured active driveline fault alarms (internal error code 16) and corresponding yellow wrench advisory alarms. The driveline fault alarms appeared to be associated with phase 3 but they did not affect the controller's ability to support the pump at the set speed. The returned system controller was functionally tested using laboratory test equipment but alarmed with a driveline fault alarm during testing, reproducing the reported event. The driveline fault can be correlated to an issue with the system controller (B)(6) . Further troubleshooting revealed dried residue on several components of motor drive circuitry on main printed circuit board (pcb). This residue appears consistent with fluid ingress, which has the potential to result in electrical shorts. Once the fluid residue was cleaned/removed, the driveline fault alarm issue was resolved. The exact cause of the fluid ingress on main printed circuit board components was unable to be determined during this analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. System controller serial number (B)(6) was shipped to the customer with (B)(6) on (B)(6) 2017. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault and replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 4 ¿living with the heartmate ii¿ informs the user that the system controller must be kept dry at all times. Never swim or take baths. Do not shower without doctor¿s approval, and never shower without the shower bag; do not submerge shower bag in water. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop.¿ heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency room with driveline faults. The alarms started while the patient was seated on the couch supported by battery power. It was detailed the outer sheath of the driveline is missing in several places and twisted are noted. The patients controller was exchanged. No additional alarms were noted after the exchange. The driveline fault from the original controller was noted to have be caused by an issue with the controller and not an issue with the driveline. No further information was reported. Related manufacturer report number: 2916596-2020-03388.